Event description:
It was reported about one month after implant through a remote transmission that the capture thresholds and sensing thresholds of the patient's right atrial (ra) lead were out of the safety margin and based on the transmission it was unable to prove atrial capture. Evaluation determined the patient's ra lead had dislodged. The ra lead was repositioned about two weeks later and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.